Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing bruising and inflammation had occurred while wearing the pod between longer than 48 hours. Patient also experienced high blood glucose levels. The pod was removed and discarded prior to medical attention being sought. Patient was taken to the hospital and a medical professional treated affected area with a cold compress and checked for a fever (results not provided by caller). The patient was released after a few hours and resumed treatment by applying a new pod. The patient's blood glucose (bg) history is as follows: bg(mg/dl) 320, 340, 250, 220.